Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Foreign matter in bag. Event details: it was reported that two vials of 30 ml of paclitaxel nk and one vial of 100 ml were prepared, and after collecting the liquid from each vial, it was infused into the infusion bag. Before the infusion bag was handed over to the nurse, the person in charge checked the bag and found a foreign object. We request an analysis of the size of the foreign object (present inside the bag). The lot number of the injector is unknown. The incident occurred after connecting the protector and injector. The connection was made approximately six times. The product that was connected to the infusion bag was 515309.

Manufacturer narrative:
Follow up MDR for device evaluation/correction: based on investigation results, this complaint is no longer reportable. The involved device did not contribute to the reported failure, coring. It was reported that particles were observed inside an IV bag. For investigation, one IV bag, one l-connector, and a spike set not manufactured by bd were provided to our quality team. Upon inspection, a gray particle was observed inside the infusion bag, verifying the reported concern. Based on visual characteristics it was determined that the particle was consistent with material from the rubber stopper of the infusion bag. No damage or related defects were identified within our device that could have contributed to this observation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number for the l-connector was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the available information, we cannot definitively identify which spike was responsible for the particle observed, therefore a root cause cannot be identified at this time.

Event description:
No additional information.